Manufacturer narrative:
Pump received with cracked display window, cracked battery tube threads, cracked reservoir tube lip, detached end cap and loose/protruded drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump fell and was held together with tape. Customer's blood glucose was 145 mg/dl. Insulin pump would need to be replaced.